Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The device was at elective replacement indicator (eri) level upon receipt. Device arrived unable to interrogate. Device was cut open and battery was sent out for analysis. External analysis of battery cell showed no anomalies. Further analysis of device hybrid was performed and showed normal device characteristics. A longevity calculation was performed and found the battery depletion was premature. The premature depletion conditions could not be reproduced after installing new battery during analysis, which is consistent with hardware latch-up anomaly in the hybrid. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that he insertable cardiac monitor was explanted and replaced. Patient condition was stable.